Manufacturer narrative:
The evaluation of the returned device found that the cannula and tine of the forceps was out of specification. There was evidence that the forceps came into contact with a hard surface, dropped or came into contact with another device which was most likely the cause of the out of spec condition. There was no impact to the patient or procedure.

Event description:
One grasper fell off in the eye. A micrograsper was used to removed it. No injury to patient, case continued and finished normally.